Event description:
(B)(4). It was reported that the patient died. In (B)(6) 2014, the patient presented due to unstable angina (braunwald classification-iib) and was referred for cardiac catheterization which revealed the 90% stenosed target lesion that was 15 mm long with a reference vessel diameter of 2.75mm and was located in the proximal left anterior descending artery (lad). The target lesion was treated with predilation and placement of a 2.75x20mm promus element study stent resulting to 0% residual stenosis. Eleven days post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient died of an unknown cause. No other additional information was available at this time of report.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).